Event description:
A surgeon reported that following bilateral intraocular implant (iol) surgeries, both iols rotated off axis. The pt reported blurry vision in both eyes. Additional information was received from the surgeon, who reported that two weeks following the initial implant surgery; the pt had additional surgery in the left eye to rotate the iol to the intended axis. He is waiting to rotate the iol in the right eye; however, he did not provide any further information regarding that additional surgery. There are two medical devices reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the iol remains implanted. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There were no other complaints reported for this lot. Additional information was requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire was received on (B)(4) 2012. (B)(4).